Event description:
Information was received indicating that this syringe infusion pump exhibited a faulty drive train assembly. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had a cracked battery door. It was found that the tamper seal in the plunger assembly was removed. The review of event history log identified a "syringe plunger not in place" event. Functional testing included use testing. The pump was powered on and a syringe test (1 mm) was performed. The pump gave "syringe plunger not in place" error. The customer's reported problem of beeping was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was identified as incorrect assembly of device by customer.